Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had change battery alert and display got blank after changing batteries for several times. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.